Event description:
The decedent was a hemiplegic with a wheelchair out fitted for use by a hemiplegic person (rt leg support and rt arm brace). The decedent was wheeling his chair outside his nursing home and the right wheels possibly went over a curb, causing the chair to fall over to the right. The decedent suffered a critical head injury and died the following day.